Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
A patient contacted our office complaining of gum irritated, as well as red and swollen. The patient provided their dentist's name. The dental office was contacted who agreed to follow up with the patient. The possibility of it being an allergic reaction to the desensitizer was discussed and I advised the use of the desensitizer be stopped indefinitely, as she may be allergic to the desensitizer. An alternative desensitizer was offered. Patient scheduled a follow up, but never showed up for her appointment. Dental office attempted to contact the patient multiple times, but the patient has not replied/responded.